Event description:
Customer reported that upon removing the inserts from the clamp following the operation, the nursing staff discovered that the tip (approx. 8mm) of insert was missing. The tip could not be found and presumably was left inside the pt. This incident occurred mid-april. The customer also reported that most of the inserts from these lots were difficult and in some cases, impossible to affix to the clamp. The broken insert was discarded by the customer. No pt injury or complications reported.